Event description:
Boston scientific received information that during a follow up visit interrogation revealed a lead impedance anomaly. The lead configuration had changed from bipolar to unipolar and a high ventricular impedance measurement was recorded on a earlier date. Threshold and impedance measurements were taken in the ventricle and atrium in both unipolar and bipolar and no anomalies were found. The electrograms were also reviewed and out of 7 electrograms that were stored, there was noise present on 3 electrograms. When both atrial and ventricular configurations were set to unipolar and isometrics were performed there was no oversensing. An x-ray revealed a possible lead fracture. The associated device was reprogrammed and the patient was scheduled for another follow up visit. No adverse patient effects were reported.

Event description:
Additional information was recieved that the patient was seen for a follow up visit and impedance measurements were high out of range again. There was also noise observed. No adverse patient effects were reported.

Manufacturer narrative:
This lead remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.